Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured high thresholds. Additionally, oversensing and a possible fracture were noticed on both the rv and right atrial (ra) leads at a clinic visit. It was documented that the leads were affected at the clavicle site upon entry of the vein and was visible from the x-ray of a hinge point which caused the sensing issues. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.